Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for analysis and additional information was not provided. The patient¿s medical history was not provided. The root cause for the stenosis remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease may have contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a failing 31mm pericardial mitral valve, implanted in the tricuspid position for twelve (12) years, nine (9) months, twenty-four (24) days, underwent a valve-in-valve procedure due to stenosis. A second device, a 29mm transcatheter valve, was implanted. Post procedure, the preoperative gradient of 15 mmhg was reduced to 1.3 mmhg. No complications were noted and the valve was reported as working great. The patient reported feeling better now than at any time in the last several years. Both devices remained implanted.

Manufacturer narrative:
Additional manufacturer narrative: additional information was obtained through follow up with the health care provider. Per medical records, the patient's medical history of tricuspid endocarditis from IV drug use, chf, and severe underlying pulmonary disease likely contributed to the reported stenosis and regurgitation of this pericardial valve.

Event description:
Through follow up with the health care provider it was learned that the reason for the valve-in-valve procedure for this patient was due to regurgitation. Per medical records, the patient presented with increasing dyspnea with minor activity, shortness of breath, and both leg and abdominal swelling. Transesophageal echo showed a severely stenotic prosthetic tricuspid valve. The 29mm transcatheter valve was implanted successfully with no complications. The pre-operative gradient across the tricuspid bioprosthetic valve of 7mmhg was reduced to 0mmhg postoperatively. The patient tolerated the procedure well and was discharged to rehab in good condition on post-operative day five (5).